Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor was retracted, impossible to see sensor electrode, customer used one press "serter" and initialization impossible. Customer stated that the cannula was bent needle after removal. No harm requiring medical intervention was reported. The sensor will be returned for analysis.